Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during drain two. The hp indicated that they disconnected during dwell two and did not reconnect till drain two. The technical service representative (tsr) explained the proper procedure and advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.